Manufacturer narrative:
Results: (B)(4): siderails inner and outer panels.

Event description:
It was reported through a stryker field technician that 13 maternity beds have damaged siderail panels. No adverse consequences were reported.